Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Reported events: 9 events were reported for this quarter. Product return status : 9 devices were received for evaluation. Evaluation status : 8 events were confirmed during testing, - 7 devices were found to be affected by detached/missing components, - 1 device was found to be affected by 3rd party repairs, 1 device evaluation is in progress. Product disposition : the devices were repaired and returned to the user facility.   Additional information : there were no remedial actions taken on this device. This device is not labeled for single-use.

Event description:
This report summarizes 9 malfunction events in which the device had a component detach; 8 events had no patient involvement; no patient impact; 1 event had patient involvement; no patient impact.

Event description:
This report summarizes <noe> 9 </noe> malfunction events in which the device had a component detach. 8 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 9 total events were initially reported. 1 previously reported event is included in this follow-up record.   Product return status - 1 device was received.   Evaluation status confirmed 1 reported event was confirmed during testing. - 1 device was found to be affected by trigger assembly sheared at the cap screws and wear on the release collar.   Additional information 9 devices were not labeled for single-use. 9 devices were not reprocessed and reused.